Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The patient experienced a non union. There was no malfunction of the device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown plate and unknown screws on (B)(6) 2016 to treat an unknown hand fracture. Postoperatively, it was identified that one of the screws had backed out and the plate had shifted away from the bone. A revision procedure is planned for (B)(6) 2018. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Event description:
It was reported that a patient was implanted with an unknown plate and unknown screws on (B)(6) 2016 to treat an unknown hand fracture. Postoperatively, it was identified that one of the screws may have backed out and the plate had shifted away from the bone. Later, on (B)(6) 2018, the patient returned for an evaluation with her surgeon and an x-ray showed that there was no device failure, rather there was a non-union identified. A revision procedure is planned for (B)(6) 2018. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.